Event description:
Related manufacturer report number: 2017865-2022-03867. Prior to a routine device exchange procedure due to normal battery depletion, noise and a loss of capture were observed on the right ventricular (rv) lead. During the unrelated procedure the rv lead was capped and replaced. Following the implant of the new rv lead, diagnostic imaging was performed and revealed no anomalies. The physician then visually observed lead damage on the new rv lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Event description:
Related manufacturer report number: 2017865-2022-03867. Prior to a routine device exchange procedure due to normal battery depletion, noise and a loss of capture were observed on the right ventricular (rv) lead. During the unrelated procedure the rv lead was capped and replaced. Following the implant of the new rv lead, diagnostic imaging was performed and revealed no anomalies. The physician then visually observed lead damage on the new rv lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead damage was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead noted the connector pin was bent and broken at the connector pin region. The cause of the reported event was isolated to the bent connector pin consistent with procedural damage. No anomalies were noted to the lead insulation. Electrical testing did not find any indication of conductor fractures or internal shorts.